Event description:
It was reported that this right ventricular (rv) lead was presenting noisy signals, loss of capture and high pacing impedance out of range measurements issues; the lead was suspected to be fracture, however, it was not confirmed. Later on, the lead was capped and replaced for a new lead. No additional adverse patient effects were reported.